Event description:
Per the clinic, the device was explanted (B)(6), 2015 due to pain.

Manufacturer narrative:
The correct brand name is: bim400 implant magnet not baha attract system as previously reported. The correct common device name is cochlear baha attract system, not lxb, product code: lxb as previously reported. The correct catalog number is 93550 not 92129 as previously reported. Registration number (B)(4). Exemption number (B)(4).

Manufacturer narrative:
(B)(4): the device is currently unavailable.